Manufacturer narrative:
Per the clinic, the patient underwent a skin revision on november, 2019 (specific date not reported) to cauterise and debride the abutment site. The patient was also treated with topical steroid (date and duration not reported). This report is submitted on april 22, 2022.

Manufacturer narrative:
This report is submitted on dec 30, 2021.

Event description:
Per the patient who has experienced recurrent infections with discharge at the abutment site which was treated with antibiotics (mode of administration unknown). The implant remains in-situ.